Manufacturer narrative:
Citation: finkelstein a et al. Outcomes of transcatheter aortic valve implantation in patients with low versus intermediate to high surgical risk. Am j cardiol. 2019 feb 15;123(4):644-649. Doi: 10.1016/j.amjcard.2018.11.010. Epub 2018 nov 24. Earliest date of publication used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature comparing the clinical outcomes of low-surgical-risk versus high-surgical-risk patients following transcatheter aortic valve implantation. Outcomes were defined according to valve academic research consortium-2 (varc-2) criteria. All data were collected from 4 centers between 2009 and 2016. The study population included 2,336 patients (predominantly female; mean age 83 years), 1,072 of which were implanted with medtronic corevalve bioprosthetic valves and 445 were implanted with medtronic evolut r bioprosthetic valves (no serial numbers provided). Among all patients, the mortality rate at 1-month post implant was 3.9% (high-risk patients) and 1.9% (low-risk patients), respectively. The mortality rate at 1-year post implant was 14.5% (high-risk patients) and 6.9% (low-risk patients), respectively. Multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: permanent pacemaker implantation, conversion to surgery, in-hospital stroke, coronary artery obstruction requiring intervention, valve dysfunction requiring repeat procedure, septal perforation, mitral apparatus damage, valve malposition and migration, tamponade, annular rupture, procedural ventricular tachycardia/fibrillation, peri-procedural myocardial infarction, procedural cardiopulmonary resuscitation, new left bundle branch block, new atrial fibrillation, paravalvular leak (greater than or equal to moderate), infection, life-threatening bleeding, and major vascular complications. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.